Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump beeped with motor error alarm. The customer¿s blood glucose level was 287 mg/dl at the time of the incident. Customer stated they were unable to clear the alarm and also unable to complete insulin pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had constant motor error alarm during the rewind test due to corroded motor home switch. The electronic assembly had moisture damage. Unable to perform the functional test, including the displacement test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to motor error alarm. Unable to test for a20 alarm or audio/vibrate anomaly/absence of alarm due to motor error alarm.